Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level was 282 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified. Based on the analysis, the alleged minimum notification issue could not be verified. No cartridge was received for investigation therefore no evaluation could be performed for the o-ring allegation.